Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 282 mg/dl and had been using an infusion set beyond the recommended wear time; the user received troubleshooting and education to change the infusion set and monitor glucose closely. Symptoms included elevated blood glucose without reported systemic illness or injury. Outcomes included no need for third-party medical assistance, no alerts or alarms from the device, and no reported adverse events. Investigation included review of user report and provision of troubleshooting and education. Investigation of this case revealed that hyperglycemia occurred with unclear cause, with a potential contributory factor of extended infusion set wear. It was concluded that the event was not reportable as a serious injury and that the device performance concern could not be confirmed due to lack of return or evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.